Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, two fast-fix failed, t2 did not slide, only the first t1 peek remained in place. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of failure to fire. There was a relationship found between the device and the reported event of material deformation. A visual evaluation of the devices showed that they were returned in the original packaging with the batch number of the complaint on both boxes. Device one was returned without the t1/t2/suture. The actuator is at the end of the needle. The needle/overmold assembly is bent. Device two was returned with the t2 and most of the suture. The t1 has been cut away but not returned. The actuator is in the pre-t1/post-t2 position. The needle/overmold assembly is bent. A functional evaluation of the devices showed that device one will not cycle. Device two cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints were confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. H11: h2: correction on a2 and h6 (health effect - clinical code and impact code).